Event description:
Dr. (B)(6) did two (2) surgeries on her and it is still not right. The mesh keeps migrating out. I am to the point I am afraid to have anything else done. I had another surgery where the doctor tried to fix what she had done. I did go to another gynecologist who told me that I might have a one shot to get this fixed. I am still having bladder leakage. I took an antibiotic while I was seeing him. This has been awful. You can feel this when you stand up or when you sit down. You can sure feel. He would not get me any answers or help me. I have copd. I cannot go under the knife every time I turn around. He just wanted to stay with him until he could get me fixed. The last time I went and saw him, he gave me shots into my vagina, and it hurt terribly bad. I could not walk to the car. Had two of the surgeries at (B)(6) hospital. He did several procedures in the office. The last one was just too painful and should have been done in a surgical setting. It was painful. I felt like it was a mistake and "let's cover it up." (B)(6) said this doctor has done two surgeries on her. She had rectocele done, and the mesh keeps migrating out. She's about to have another surgery done to correct it. She has called this doctor, and he's supposed to get back with her. She wants compensation for all of her pain and suffering and all the additional expense incurred as a result.